Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system (vh-4000) stopped working in the middle of the case. They swapped out the cord (vh-4030) and it worked 3 more times intermittently, then stopped again. A new kit was used to complete the case. There were no patient effects. The product was returned. Upon receipt of the device on (B)(4) 2010, user facility medwatch report # (B)(4) was inside the box with the product. The lot number reported on the user facility medwatch report is incorrect. The correct lot number was initially reported as 25016615.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the heater was lifted up slightly and detached from the boot tip. The jaws were somewhat burnt. The device had minimal evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The handle and distal jaw tips assembly were opened up and there were no non conformities. Based upon these observations, the reported complaint for "intermittent continuity" could not be replicated or confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).